Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. The customer¿s blood glucose (bg) level was reportedly over 500 mg/dl and was treated with a manual injection. Multiple supply changes were performed to address the occlusion alarms, however the alarms persisted. At the time of the customer's contact with tandem technical support the customer noted that insulin drops were not coming out of the infusion tubing. Reportedly, the customer reverted to manual injections for alternate insulin therapy.